Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated calcium2 on the alinity c processing module for a 3-year-old female patient. The following results were provided (reference range: 8.8 mg/dl to 10.8 mg/dl): sid: (B)(6), initial calcium result= 13.2 mg/dl (alinity (B)(6)); repeat results= 23.7 mg/dl; 9.96 mg/dl ((B)(6)) and 10.69 mg/dl ((B)(6)). On (B)(6) 2026, replicates were performed in the alinity (B)(6) 9.39 mg/dl, 9.29 mg/dl, 9.47 mg/dl after centrifugation: 9.43 mg/dl, 9.14 mg/dl, 9.19 mg/dl; repeat result= 10 mg/dl ((B)(6)). Additional lab results provided: igm result= 44 mg/dl; iga result= 139 mg/dl; igg result= 1039 mg/dl; creatinine result= 0.4 mg/dl; total protein result= 7.85 g/dl; lipemia= 4 index (0); icterus= 0.6 index (0); hemolysis= 83 index (+1). There was no impact to patient management reported.